Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d214trm, bi-ventricular defibrillator, (B)(6) 2011. A 407658, implantable pacing lead, (B)(6) 2011. Unk competitor lead, unk. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced painful phrenic nerve stimulation and diaphragmatic stimulation following the implant of the left ventricular lead. The lead was programmed off and then later revised and remains in use. The patient was enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of the event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.